Event description:
It was reported that the device is not recognizing syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was missing rubber foot and bottom case cracked around screw hole in battery compartment. During the power up process and check and test force sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be the force sensor was out of calibration. Performed force sensor calibration and all functional testing which passed.